Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery release was also found to be contaminated and battery contacts compressed. One side bail cover and the upper and lower cases were broken.

Event description:
It was reported the device turns on but will not stay on. It was further reported the device will not power on. There was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.